Manufacturer narrative:
(B)(4).

Event description:
Customer reports that transmitter does not communicate with reading device. Signal loss lasted a lot of time without providing any reading. Signal loss did not seemed to be associated to activities nor actions of the user.